Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 440 mg/dl and reported even it was 163 mg/dl. The sensor will be returned and insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been included with this report.